Event description:
It was reported that the touchscreen of a device was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.